Manufacturer narrative:
A review of the manufacturing records for this particular batch shows that the device met its material, assembly and product specifications at the time of its release to distribution. The device was not returned for analysis because it was implanted in the patient. The most probable root cause of this event could not be determined. Product unavailable for analysis.

Event description:
Clinical study it was reported that during a coronary artery drug eluting stenting treatment procedure, balloon withdrawal resistance occurred. The lesion being treated was 90% stenosed located in the left main coronary artery (lmca). Lesion was measured 2.5x42mm. The lesion was pre-dilated with a 2.5x20mm maverick balloon. The physician treated the lesion with successful placements of a 2.50x24mm and 2.25x20mm taxus liberte stents. Mild balloon withdrawal resistance was reported with the placement of the 2.25x20mm stent. The patient was discharged a day following the procedure with no reported injuries or complications on antiplatelet medications (aspirin, clopidogrel).